Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 64 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. All of the buttons are functioning properly and no button error alarm during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.